Event description:
The customer reported a blue cleaner fluid leak from a coulter lh 780 hematology analyzer. The volume of the leak was unspecified, and was not contained within the instrument. The customer was running startup when the leak was observed. The customer also reported that the hemoglobin background had failed with hgb incomplete (.....). The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak from loose tubing through pinch valve vl4, connected to the hemoglobin (hgb) cuvette. He replaced the tubing, which resolved the hemoglobin hgb failures. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).